Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software was not functioning as intended. Reportedly, the customer's blood glucose was 68 mg/dl and the software did not suspend insulin. Tandem technical support explained the basal software and suspension features of the pump. The customer acknowledged the explanation but maintained belief that the basal software was not working as intended. Although requested, the customer did not upload the pump data for a log review to be performed by tandem technical support.